Event description:
It was reported that the sensor gave readings that were off from the customer's blood glucose, causing the customer's insulin pump to go into threshold suspend mode. The customer stated she received a reading of 69 mg/dl, while her blood glucose was 186 mg/dl. Sensor insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Please see medwatch report 2032227-2014-62597.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.